Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure name of index surgical procedure the diagnosis and indication for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe medical/surgical intervention for exposure including dates: date of mesh excision. What were the findings on reoperation? Were any deficiencies or anomalies noted with mesh device? Are there any pictures available for evaluation? Product code and lot # . What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure in (B)(6) 2017 and the mesh was implanted. In (B)(6) 2018 the mesh midline extrusion was found and partial removal from vagina was performed. Additional information has been requested.